Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event occurred as a result of external forces applied to the device during transit, or the adhesive deteriorated and peeling over long-term repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed as the bx channel had an internal cut and was leaking. Additionally, the forceps cover glue was cracked and peeling. Furthermore, the scope connector was noted to be loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, there was a leak at the tip of the evis exera ii ultrasound gastrovideoscope. There was no patient harm or consequence reported as a result of this event.